Manufacturer narrative:
The tech found a missing bolt in the caster rod. He replaced the bolt to repair the stretcher.

Event description:
Info received indicates the brakes will not lock on foot end of the stretcher.